Event description:
It was reported that the patient experienced a syncopal event while tying their shoes. The patient came to the office where intermittent capture was noted. Variable threshold in bipolar was also seen, and noted to be positional. The lead was reprogrammed to unipolar pacing and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2006. (B)(4).